Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported via sales representative unknown-side "a possible rupture. Due to an abnormal CT scan". Healthcare professional later reported right-side "intracapsular rupture of implant" confirmed via CT scan, MRI and mammogram. Device remains implanted.